Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2022 with blood glucose of 820 mg/dl. The customer did experience symptoms such as diabetic keto acidosis and confusion a result of high blood glucose. The customer was treated by intravenous insulin drip. The customer allege under delivery on insulin pump. Auto mode feature was active at the time of incident. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. No further complications were reported. The customer will continue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.